Event description:
A report was received that the patient had a previous scs and was disconnected for unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient had a previous scs and was disconnected for unknown reason.

Manufacturer narrative:
Expiration date: ni.